Event description:
Major pump unit(s) involved: external control system failure additional text: power cable specific component(s) involved: other component malfunction, specify additional text: other component: power cable causative or contributing factor: no specific contributing cause identified other cause: intervention(s): other interventions, specify other intervention: replace power cable side.

Event description:
Major pump unit(s) involved: external control system failure specific component(s) involved: other component malfunction, specify